Manufacturer narrative:
(B)(4).

Event description:
It was reported that the pt had fallen multiple times onto the implanted neurostimulator. Following a fall, the pt experienced a shocking or jolting sensation around the neurostimulator. It was also noted that the clinician programmer (model 8840) was displaying a message stating the following: invalid setting 43 with error box containing (4,1). Upon selecting "ok" on the clinician programmer, all programming was erased. The device was reprogrammed and impedances were checked. When the device was interrogated again with the clinician programmer, the same invalid setting message appeared. This was repeated three times with the same result. The neurostimulator would not hold programming. The pt had also been having trouble interrogating the device with a pt programmer; however, this was resolved by replacing the pt programmer. The pt was going to have the device repositioned on (B)(6)-2011; however, due to the issues with programming and interrogation, the device was replaced at that time. The pt recovered without sequela.